Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The manufacturer has still requested the event log/history to review to investigate the originally reported issue. If new information becomes available, a supplemental emdr will be submitted at that time.

Event description:
The event involved a plum 360¿ infuser that was reported to have miscalculated a cardene infusion. The infusion was programmed exactly the same way on another pump that infused correctly. The pump in question at the time was pulled out of service. There was no report of human harm. The customer emailed additional information on 03-jan-2023 stating that managers of the facility now feel that the reported event was likely due to a staff error and they do not wish to pursue the reported complaint further at this time. Although the customer has retracted the complaint, the manufacturer has still requested the event log/history to review to investigate the originally reported issue.